Event description:
Pt received the suspect lens on 11/18/96 as a replacement for an existing lens which was removed (original phaco surgery took place in 1977). The pt developed ugh syndrome (uveitis, glaucoma, & hyphema). The suspect lens was removed on 1/27/97. Pt was treated with topical corticosteroids and topical antibiotics. A replacement lens was not implanted, the pt is now aphakic. The treating physician has indicated that the pt's prognosis is good, last reported visual acuity is 20/40.